Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that during a procedure the screw head fractured from the shaft of the screw. The surgeon removed the broken screw head and left the other end of the screw implanted because it would have been difficult to remove and did not impede full seating of a liner. No harm to patient. No delay to surgery.

Manufacturer narrative:
Concomitant medical products: shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners # item 00875705001 # lot 63420037, continuum longevity neutral liner, hh 32 x 50 # item 00875100932 lot 63393825, versys heritage fem stem 11x120mm # item 00785701100 lot 63230805, versys distal centralizer 9mm # item 00785900900 lot 63183561, 12/14 cocr femoral head 32mm +3.5 # item 00801803203 lot 63147487, continuum cluster-hole shell, 50 hh # item 00875705001 lot 63385764. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned screw shows a burr formed at the perimeter of the screw head. Damage is seen on the radius and shank of the screw which suggests the screw was off centered in the screwhole during insertion. Electron microscopy evaluation of the bone screw sample showed evidences that it was fractured due to ductile overload. Ductile overload dimples were identified throughout the fracture. Device history record was reviewed and no discrepancies were found. Root cause was identified, is due to overload due to malpositioning during the insertion of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.